Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device it was noticed that the velys robot made some bad cuts. Notch in the anterior femur. Anterior chamfer seemed under resected. Anterior cut seemed oblique to the anterior chamfer. Arrays were checked for any loosening but they were tight. Saw interface was firmly attached. Surgeon had to spend time fixing the cuts to get them to fit. There were no reported delays in the procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: device log files were reviewed for this event. The investigation confirmed the reported issue of "velys robot made some bad cuts. Notch in the anterior femur. Anterior chamfer seemed under resected. Anterior cut seemed oblique to the anterior chamfer. Arrays were checked for any loosening, but they were tight. Sasi was firmly attached. The investigation found that the most probable root cause of the reported issue is potential femur array movement, sub-optimal placement of the femur checkpoint, and rapid leg/robot movement during operation. The investigation found there was some array movement during the anterior and posterior cut steps. The first distal cut was performed and within acceptable limits prior the array movement events. The anterior recuts show the measurement being off by up to 6.1mm. The verify checkpoint was placed in a location that was resected during the anterior cut, so the user is unable to use the verify checkpoint to confirm array movement occurred. The investigation found that during all of the femoral cut steps and tibia cut step, there was considerable leg/robot movement. The investigation found that "instruction: "[saw disabled] saw blade plane deviates too much from the cutting plane" message displayed during all of the femoral cut steps and tibia cut step. This would cause power to the saw handpiece to be cut. The constant cutting of power while during the cut means movement is large enough that the system cuts power, this could lead to inaccurate cuts. There are no defects found with the system or software. The software was performing as intended. An exact cause cannot be established. The investigation found that the most probable root cause of the reported issue is potential femur array movement, sub-optimal placement of the femur checkpoint, and rapid leg/robot movement during operation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.